Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that an alarm sound was generated and the front panel was turned off due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of the customer that the asset, high flow insufflation unit's, thread of the k connector couldn't be tightened which resulted in an air leakage. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the reported events is likely, due to failure of the pressure sensor (cr) board and a defective k connector unit. Olympus will continue to monitor field performance for this device.